Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead oversensing/noise. Additionally, the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead also exhibited low r-waves after a decrease in amplitude, rising pacing impedance, and a dramatic decline in threshold after triggering an alert for high threshold a few months earlier. The rv lead was fractured. The rv lead was initially reprogrammed as detections were turned off. The lead was then capped and replaced. No further patient complications have been reported as a result of this event.